Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened esc keypad dome. Analysis was unable to perform functional test due to keypad anomaly. No blank display. Lcd board ok. Analysis was unable to verify failed battery alarm, battery out limit, weak battery alarm or low battery alarm due to keypad anomaly. Drive support disk was inspected and no anomaly noted during testing. The keypad connector was found closed properly during visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they received weak battery alarm and battery out limit alarm. The customer also reported that the insulin pump had blank display and received a failed battery test alarm after battery change. The customer's blood glucose was 79 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer performed troubleshooting for blank display. The customer stated that the display returned after troubleshooting. The customer declined to troubleshoot for failed battery test alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.